Event description:
It was reported that this inflatable penile prosthesis (ipp) was auto inflating. The ipp was explanted. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was auto inflating. The ipp was explanted. There were no patient complications reported.

Manufacturer narrative:
Updated evaluation conclusion codes h6. Upon receipt at our quality assurance laboratory, the pump of this device underwent a thorough analysis. The pump was microscopically examined, and leak and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported clinical observation of spontaneous deflation could not be confirmed.